Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device could not be attached to the saw head of the device due to the pressure disk, which was shifted out of the defined position, had a sticky trigger and the resistance of the mode switch was too low. The device also failed pretests for check the quick coupling for saw blades, check for sticky trigger and mode switch-test. The cause for the loose turn knob is a confirmed design error. The most probable root cause for the sticky trigger can be linked to improper maintenance. The most probable root cause for the too low resistance of the mod switch can be traced to normal wear over time, this is supported by the fact that the device was never serviced since the device was manufactured. The problem with the pressure disk out of position is covered under the CAPA in our quality system. UDI: (B)(4).

Event description:
It was reported from japan that during service and evaluation, it was determined that the battery oscillator device could not insert the cutter device, the trigger was sticky and the mode switch resistance was too low. It was further determined that the device failed pretests for check the quick coupling for saw blades, check for sticky trigger and mode switch-test. It was noted in the service order that the device does not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.